Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The haptic torn off in the cartridge as the lens was inserted in the eye. The lens was removed and replaced with another same model lens and no injury to the pt.

Manufacturer narrative:
Eval method: lens work order search, cartridge lot number search. Results: a visual inspection of the returned product found optic torn. A piece of optic and loop haptic torn off and missing. Scratched marks on other side of optic. There was evidence of clear residue. A lens work order search was performed and no similar complaint was found within the same work order. Performed a cartridge lot number search and nine similar complaints were found. Conclusions: (no conclusion can be drawn). Based on the complaint history, cartridge lot number and lens work order search and the eval of the returned product, a specific root cause of this event could not be determined. #(B)(4).